Event description:
Reason for revision: acetabular cup loosening, due to loosening had become mal aligned (too open) resulting in dislocation and pain.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. Additional event information and investigational inputs were requested but not provided. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.